Event description:
It was reported that the gastrointestinal videoscope displayed white static on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "white static appeared on screen when connected to light source" was due to noise image caused by defective printed circuit board. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.